Event description:
This spontaneous report of a non-serious, unlabeled event (hyperpigmentation) is being submitted as a 10-day report. A medical assistant reported that a female patient received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds, upper lip, and labiomandibular folds in 2006. Topical lidocaine was administered as an anesthetic pre-procedure. No additional procedures were performed at the time of restylane treatment. Medical history included previous restylane treatment (six months earlier). The patient had no known allergies. Concomitant medications included toprol xl (metoprolol succinate) and nexium (esomeprazole magnesium). Thirteen days later, the patient developed an area of hyperpigmentation on one of her nasolabial folds (implant site discolouration), which was described as a "mild bruise" in appearance. On subsequent examination by the physician five months later, areas of hyperpigmentation along the patient's nasolabial folds bilaterally, which were described as vein-like in appearance, were noted. The hyperpigmentation was more conspicuous on application of pressure. The next day, the event was ongoing. The restylane lot number was reported as 7990-1, with an expiration date of 07/2009.

Manufacturer narrative:
.